Event description:
Complaint received stating that the customer had "bleeding skin burn after removing one of the 2x2 electrodes on my calf." Product not returned for eval or review. No additional info received from pt and/or clinician regarding additional details of incident.